Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to replace the abutment due to skin overgrowth. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 26, 2022.